Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. Manufacturer narrative: the customer reported that the bedside monitor powers on to a black screen. The customer was sent a loaner unit. The defective device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the bedside monitor powers on to a black screen. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor powers on to a black screen.